Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. No additional information was provided and troubleshooting was unable to be completes. This complaint is being reported because the reported issue remained unresolved . There was no indication that the product caused or contributed to an adverse event.